Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the 840 ventilator failed the power on self-test (post). There was no patient involvement at the time of he reported condition. A technical support engineer (tse) troubleshot the issue with the customer over the phone and recommended replacing the breath delivery (bd) central processing unit (cpu).